Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that following injection, the needle on the suspect device did not retract adequately, even though the plunger was fully depressed and a "click" was heard. A needle stick injury occurred when the needle grazed the user's finger. No medical intervention was required.

Manufacturer narrative:
One used sample was returned for evaluation. A visual inspection revealed that the needle was retracted. It is possible that there was a delay in the needle retraction that lead to a needle stick injury. It also appears that this sample may have activated early since there appears to be some medication still in the syringe and stopper is not completely depressed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 3297347. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.